Event description:
Additional information received later indicated that the physician aspirated 10mls from the pump catheter port when the patient was in intensive care unit. Per the reporter, "patient was fine" with "effective therapy" at the time of this report. The device remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Clinician programmer model 8840 serial# unknown; catheter model 8709sc serial# (B)(4) implanted: (B)(6) 2012 explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A programming error occurred: a 2300% drug increase with flex dosing was noted. The patient was overdosed and intubated. The pump contained lioresal. A follow-up report will be sent if additional information becomes available.